Manufacturer narrative:
The additional proglide devices referenced are filed under separate medwatch report numbers. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closures of the right common femoral artery and right common femoral vein artery were attempted using proglide devices with a 6f sheaths after an interventional right and left heart catheterization procedure. Reportedly, at the right common femoral artery, a suture break occurred during suture harvesting. Another proglide device was inserted into the patient anatomy and the device did not ¿feel right¿. The proglide device was removed and manual compression was applied to achieve hemostasis. Reportedly at the right common femoral vein the proglide device was inserted into the patient anatomy and the device did not ¿feel right¿. The proglide device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The irregular texture was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.